Event description:
The rep reported the device was being used during a breast biopsy and no specimens were being retrieved. The probe was removed from the breast and the sample was in the bowl. No error codes reported. The case was aborted.